Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a program alarm anomaly. Customer also reported to have a blank screen display, unresponsive buttons and beeping insulin pump that could not be stopped. Customer's blood glucose was 230 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a full segment display followed by a constant audio alarm due to a faulty component on the interface board. Unable to verify any alarm or button/keypad unresponsiveness due to the full segment display. No blank display was noted. The pump was received with a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.